Event description:
It was reported by a nurse practitioner that a vns pt had a generalized seizure at the beginning of (B)(6) 2011 which hadn't occurred in a while. Last known diagnostics in (B)(6) 2010 was within normal limits. Good faith attempts to obtain more info regarding pt's seizure increase have been unsuccessful to date.